Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 00:06:30. During night drain cycle two, the patient's ultrafiltration reading was 1531ml, indicating the home patient drained 1531ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is complete. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A review of the service history revealed no issues that would have caused or contributed to the iipv. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.